Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of device evaluation: the main board was evaluated and the problem reported by the customer was confirmed and but not duplicated. The pt802 transducer was found to have recorded faults in the events log. The combination of transducer faults at power-up for pt802 with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problem was isolated to solenoid failure. This was addressed by CAPA ca 2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A review of the events log confirm the reported event. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while the vela ventilator was running, transducer fault alarms occurred. The customer reported the device kept auto-triggering. The customer reported transducer calibration tests have passed. However, the issue is unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.